Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited low impedance. The lead was reprogrammed. During an unrelated procedure, the lead exhibited myopotential oversensing and low impedance which resulted in the patient feeling dizzy. All other electrical parameters were in range. The lead was reprogrammed. The issues were resolved.